Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed that the chamber was separated from the tubing. In addition, excess solvent was noted at the junction of the chamber and the tubing. The reported condition was verified. A CAPA has been opened to address this issue. The cause of the reported condition was determined to be a bonding application failure. Manufacturing operators have been made aware of the issue and will perform visual inspections during assembly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a chemo therapy set separated from the drip chamber. This occurred during priming with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.